Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. This emdr is being submitted for unknown number of quantities it was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to ten bent cannula issues occurring from (B)(6) 2025, leading to hyperglycemia. The event occurred three or more hours after insertion. The insertion site was the abdomen. The blood glucose level was high, over 33 mmol/l, and ketones were present, which identified as dangerous/life-threatening at the time of the event. The patient was treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2025. The length of the emergency room stay was one day. No further information available.